Event description:
It was reported that during the implant procedure when initially the right ventricular (rv) lead left bundle branch lead tested all parameters were normal and sufficient rotation depth was achieved. When the parameters were tested again high output did not capture and undefined high impedance of the ring and bipolar was observed on the lead. The lead was withdrawn slightly with bipolar testing failing to capture and impedance remaining undefined high. Damage of the lead ring was suspected and the connector cable was replaced resulting in persistent abnormal impedance. The lead was attempted / not used and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.